Manufacturer narrative:
This follow-up is being submitted to relay additional information. H6: component code: proposed component : mechanical (g04) - provisional bottom. Visual examination of the returned item found it to exhibit signs of repeated use nicked / gouged and the anterior of the post feature has fractured. All pieces were returned. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. The summary of investigations for complaints associated with the tibial articular surface provisional (tasp) fracture. Fractured tasps were analyzed by optical microscopy revealing hackle marks and river lines in the case of bending overload; and hackle marks, river lines and striations were found in the case of low cycle fatigue culminating in a bending overload failure type. In addition to the visual and optical microscopy analysis, a review of the dhf and dfmea was performed. Ongoing complaint monitoring confirms that the rate of instrument fracture is within the expected risk profile. A definitive root cause cannot be determined. If any further information is which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that a tasp was returned fractured. There is no additional information available.

Manufacturer narrative:
(B)(4). The product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.